Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -13.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and refractive surprise were reported. Lens remains implanted. Cause is reported as user error - icl 13.7 instead of 12.6.

Manufacturer narrative:
Weight:unknown, ethinicity:unknown,race:unknown. This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
G3: date received by manufacturer: 09/08/2022. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -13.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and refractive surprise were reported. On (B)(6) 2022 the lens was exchanged for a shorter length lens of different diopter. This resolved the problem. Cause is reported as user error - icl 13.7 instead of 12.6. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).